Event description:
A report received from (B)(6) stated the oxygen sensor for an 840 ventilator was out of specs while being used on a pt. It was reported that the pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury was a result of the event.

Manufacturer narrative:
The customer reportedly replaced the defective oxygen (o2) sensor. A covidien customer support engineer (cse) inspected the device and performed add'l repairs. The device passed all calibrations, short self-test, extended self-test (est) and performance verifications test according to MFR specs. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of MFR while a bp840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013. (B)(4).